Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, chronically occluded obtuse marginal (om) #2 lesion coming off of the left circumflex artery (lcx). During the procedure, the oad driveshaft came in contact with the viperwire guide wire spring tip, leading to the spring tip fracturing. The fractured component was attempted to be snared. However, this was unsuccessful. The patient was transported to another facility for coronary artery bypass grafting (CABG). The patient was in stable condition. The physician did not have any concerns about potential long-term risk outcomes with the fractured component remaining in-vivo. At the time of the report, there were future plans to remove the fractured component.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported device device damaged by another device - caused damage appears to be related to user error. In this case, it is possible that the reported device damaged by another device - caused damage is due to device placement and use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, chronically occluded obtuse marginal (om) #2 lesion coming off of the left circumflex artery (lcx). During the procedure, the oad driveshaft came in contact with the viperwire guide wire spring tip, leading to the spring tip fracturing. The fractured component was attempted to be snared, however this was unsuccessful. The patient was transported to another facility for coronary artery bypass grafting (CABG). The patient was in stable condition. The physician did not have any concerns about potential long-term risk outcomes with the fractured component remaining in-vivo. At the time of the report, there were future plans to remove the fractured component.